Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the maryland bipolar forceps (mbf) instrument sparked. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any instrument or tool. The instrument did not involve in any inadvertent contact with another energy instrument during the last procedure usage. The instrument was used for one and a half hours. The erbe vio 3 electrosurgical unit was used when the arcing incident occurred. It was possible that the mbf instrument tip touched the tissue when the instrument arced. The instrument tip did not touch any staples, clips or sutures while energized. It was unknown if the instrument was removed prior to arcing. It was unknown where the arc grounded. The surgeon was performing tissue dissection when arcing occurred. The surgeon believed that body fluid such as bleeding could be the cause of the arcing. The bleeding was not due to the arcing incident. The surgeon stated that the bleeding was normal expected surgical bleeding. The surgeon confirmed that there was no injury to the tissue due to the arcing incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of thermal damage of the bipolar yaw pulley and between the grip base to be related to the customer reported complaint. For clarification, the instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test, and there was no insulation damage observed to the conductor wire. Any material missing was likely to be thermally induced rather than mechanically induced. The root cause of thermal damage at the grip base between the grips was attributed to mishandling or misuse. Additional observation, which was not reported by the site and not related to the customer complaint, was that the main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.15" in length and were not aligned with the tube axis. The root cause of this failure was attributed to mishandling or misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. No image or video clip for the reported event was submitted to isi for review. A review of the device logs for the maryland bipolar forceps (part# 471172-16/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. The instrument also exhibited signs indicative of thermal damage. The root cause of thermal damage was attributed to mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.